Event description:
It was reported that a calaxo screw implanted in 2007 and had to be removed approximately 6 months later. The reason for removal was the formation of a cystic mass around the insertion area.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation. See scanned page.